Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. The downstream shim size was out of specification. The device was re-calibrated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.